Manufacturer narrative:
The product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. No further information is expected. (B)(4).

Event description:
A doctor reported that following an intraocular lens exchange, the postoperative refraction is 2d off of target and the patient complains of having trouble seeing. No further information is expected.